Manufacturer narrative:
The type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient was scheduled for a revision surgery in 2008 to remove the skin growth from the flange fixture with abutment.